Event description:
It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with an ams in-fast ultra to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "experienced significant mental and physical pain and suffering," permanent injury, "tissue inflammation and erosion, mesh and tissue hardening, bleeding, infection, dyspareunia, and" severe and chronic pain. The plaintiff's attorney also alleged that the plaintiff experienced mental anguish, tissue and nerve damage, corrective surgeries, and other damages.

Manufacturer narrative:
It is presumed that the t-sling mesh component of this system was not manufactured by ams. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.